Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from an opened cs-15703-e kit. The spring-wire guide (swg) will be used for this investigation. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld and the distal j-bend was slightly deformed. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The proximal core wire protruding is rounded and pinched. The distal weld was still intact. Both the proximal and distal welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. A prominent kink in the guide wire body was located approximately 300 mm from the proximal tip. The broken core wire measured 601 mm in length, which is within specification; therefore, no pieces appear to be missing. The outside diameter (od) of the guide wire was also found to be within specification. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional user error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports attempts made to place the cvc. The doctor reports the guide does not pass. A new guide is used.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports attempts made to place the cvc. The doctor reports the guide does not pass. A new guide is used.